Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The device was not returned for evaluation as there was no allegation of device malfunction. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (heavily and circular calcified annulus) may have contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by or (B)(4) affiliate, a balloon valvuloplasty (bav) was performed with a 25mm edwards balloon and reconfirmed the use of a 29mm valve. After deployment of a 29mm sapien 3 valve in the aortic position, a drop in the patient¿s pressure occurred and a pericardial effusion was noted. Chest compression were initiated and interventional treatment of pericardial effusion attempted. Defibrillation was performed several times to try to regain heart rhythm and pressure. The interventional treatment of pericardial effusion was unsuccessful and a decision was to convert to an open procedure. The patient was placed on extra-corporeal membrane oxygenation (ECMO) during the thoracotomy. Subsequently, the patient was connected to the heart-lung machine (hlm). A significant annular rupture below the left coronary ostium stretching slightly vertical into the left ventricle was noted. The valve was explanted and the rupture was patched. The calcified native leaflets were removed and after sizing the surgeons decided to implant a 26mm sapien 3 valve through direct transaortal access. Implantation of the valve was successfully completed. The patient was stable after the surgery and transferred for post management care. The patient¿s annulus diameter measured 28.3mm with an area of 629.5cm2 by CT and with a functional bicuspid valve. The annulus was heavily and circular calcified. Additionally, calcium was reaching into lvot on the left side.